Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
Crd_1059 - vista nova, patient site ID: (B)(6), (B)(4). It was reported that on (B)(6) 2025, a 29mm navitor with radiopaque markers was chosen for implant. It was then reported that on (B)(6) 2026, patient experienced progredient dyspnea which prompted coronary angiography. A decision was made to perform percutaneous coronary intervention and a stent was implanted on (B)(6) 2026 to treat right coronary blockage.